Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on 03jun2021, cook japan received a complaint from (B)(6) hospital stating that the metal stiffener in an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (ult8.5-38-25-p-5s-cldm-tong- 050399) from lot ns13011148 was difficult to remove from the catheter during a percutaneous transhepatic biliary drainage procedure to drain bile from the gallbladder. The attending physician inserted the disposable stiffening into the drainage catheter and into the patient. After the catheter was in the desired position, the physician attempted to remove the stiffening cannula from the catheter without success. Therefore, the user removed the catheter and the stiffening cannula together from the patient's body. Another ult8.5-38-25-p-5s-cldm-tong-050399 was used instead and the procedure was completed. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. The catheter was returned in an open and used condition. The supplied disposable stiffener was not returned. The inner diameter of the catheter measured within specification. Additionally, a document based investigation evaluation was performed. Cook reviewed the device master record and design history file, and there are appropriate controls in place for this failure. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. There was one recorded non-conformance for ¿i.d. Incorrect¿ on the catheter tubing. These devices were scrapped prior to further processing. Additionally, the complaint device's inner diameter measured within specification. There is one additional complaint on lot ns13011148 (reported under medwatch report #: 1820334-2021-01706) . The additional complaint is for the same failure. The device was returned for the additional complaint and the catheter and stiffening cannula diameters measured within specification. There is no evidence of nonconforming material from this lot in house or in the field. There is objective evidence the DHR was fully executed. Cook concluded that the device was manufactured to current specifications. A CAPA was previously opened to address metal stiffener advancement and removal difficulty. The CAPA implemented corrective actions related to manufacturing. This complaint lot was manufactured prior to implementation activities of the CAPA. Based on the information provided, the examination of returned product, the manufacture date of the device, and the results of the investigation, the investigation will conclude with manufacturing deficiency. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Catalog #/rpn: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous transhepatic biliary drainage procedure to drain bile from the gallbladder. During placement, access was achieved via seldinger technique. The user then inserted the stiffening cannula into the drainage catheter and advanced the device into the patient. After the catheter was in the gallbladder, the user attempted to remove the stiffening cannula without success. As a result, the catheter and the stiffening cannula were removed together from the patient and the procedure was completed with a similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.